Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had 2 heart attacks in (B)(6) 2013, during which the patient flat lined and had to be defibrillated. It was stated that the patient has had his stimulation turned off for the past ¿approximately 3.5 months since then.¿ it was stated that the pain stimulation wasn¿t working, but it was clarified that by ¿stimulation wasn¿t working,¿ what was meant was that the patient had not been able to recharge his implantable neurostimulator (ins). It was noted that the inability to recharge the ins was first noticed about 3 weeks prior to this report. Additional information received from the consumer reported that the shocks the patient received due to the two cardiac arrests killed the implant. Healthcare provider (hcp) listings were requested for the patient to see about replacement. The patient's relevant medical history included spinal pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.